Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion is confirmed; however, the exact cause is unknown. One photograph of a 20 ga accucath ace was returned for evaluation. An initial visual observation of the photograph showed abundant blood residues inside the catheter and the catheter hub of the accucath ace device. The catheter was observed to be detached from the accucath ace device housing and guidewire. The distal end of the catheter appeared flared and deformed, and two kinks were observed along the distal end of the catheter shaft. The needle appeared to be properly inside the housing of the accucath ace device as the safety mechanism appeared to engage successfully. An observation of the guidewire of the accucath ace showed the coiled tip of the guidewire. The quantity of coils at the distal tip of the guidewire could not be counted from the returned photograph, as the distal end of the guidewire appeared blurry. No other features of the guidewire or catheter could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of difficult catheter insertion. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that upon ejection of catheter, wire was stuck and not able to be pulled out without removing catheter. Had to re-stick with another accucath. No further details available or provided.